Event description:
It was reported via phone call that the customer's insulin pump screen was hard to read. The customer declined to be transferred for further assistance. Customer's blood glucose was not known. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.